Manufacturer narrative:
Citation: meraj,p et al. Self-expanding corevalve vs. Balloon expandable sapien valve: short and long term outcomes. Catheterization and cardiovascular interventions (netherlands). 2017, volume 89, s195, section b-073. Published on-line: (B)(6) 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes after transcatheter aortic valve replacement (tavr). All data were collected from multiple centers between january 2011 and september 2016. The study population included 460 patients (demographics not provided), 168 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients an unspecified number of deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events include: post procedure aortic insufficiency, permanent pacemaker implant, and blood loss requiring transfusion. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.